Manufacturer narrative:
(B)(4). The speaker diaphragm foam was damaged which caused device voice prompts with low volume voice during patient simulator used and an uit at speaker test. Speaker was replaced with a known good speaker and the voice prompts operated as expected.

Event description:
New information received states the patient died at the hospital later. The user has reported that during a patient use event, the device did not properly record the data of the patient use event. Patient outcome is unknown.

Event description:
The user has reported that during a patient use event, the device did not properly record the data of the patient use event. Patient outcome is unknown.